Event description:
Additional information received on april 1 indicated the power cord came loose from the wall.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that there were two no external power alarms. The patient denied losing power or unplugging both battery sources. Log file analysis confirmed the no external power event which may be due to the mpu ac power cord coming loose at the mpu or the ac wall outlet. Additional information was requested but not provided.